Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the pump and catheter were explanted on (B)(6) 2018 due to an infection. The rep was not present at the explant. The issue was resolved at the time of the report. The patient status was noted as "alive-no injury." No further complications were anticipated/reported.